Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior a procedure, after loading the reload to the device, the surgeon was able to press the green button but can't squeeze the handle. The surgeon changed with new device and reload to complete the case. No patient involvement.